Event description:
A 46-yr-old white male had previously had chemotherapy through a right subclavian catheter. During his visit to the outpatient center the day prior to surgery, he had heparin flushed into the catheter and a pop was heard. The pt went to the x-ray dept where it was found that he had a fragment approx 6-8 cm long. The catheter had broken and had gone into the right side of the heart under the pulmonary vasculature. The cardiothoracic personnel were consulted and it was noted that there was no emergency but radiology felt that an extraction was reasonably safe and possible to be performed. Through a right femoral approach, they attempted to pull the catheter down and were successful in getting it into the right iliac vein but the grasper slipped off the catheter and the catheter was now in the right iliac vein. The pt was taken to the or and a right femoral exploration was then performed. After having control of all areas, the introducer catheter was pulled out and no fragment and catheter was noted. Via x-ray the catheter was found in the right iliac vein. With the finger on the catheter, a stone forceps was passed up through the femoral vein. The catheter was then grabbed with the stone forceps and pulled out through the femoral vein approach. A catheter was passed and a large thrombus was removed from the right iliac vein. Preparation was performed to place a right ij superior vena cava filter to prevent any clot from reaching the pulmonary vasculature system. While preparing for this, the catheter in the right subclavian was removed. The filter was placed in the introducer, flushed with heparinized saline and then was fired under fluoroscopic guidance with good normal deployment. Pt was extubated and taken to the ICU in stable condition where he did well.